Event description:
It was reported that before surgery, when the device was checked, it was confirmed the device would not turn on. The patient was under local anesthesia. The surgery was completed with surgical knives. There was no patient harm nor delay reported. The complainant device will be returned to (B)(4) local service center.